Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags leaked from the middle connection of the bag. This was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h11: two (2) actual devices and a photograph were received for evaluation. The actual devices were visually inspection, and the reported issue of leaking was not easily visible. The returned photograph was reviewed, and the leak was not observed. Functional testing was performed to the actual returned samples, and it was noted that they were leaking from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.